Event description:
It was reported that this right ventricular (rv) lead has been exhibiting intermittent high out of range shock impedance measurements, measuring greater than 125 ohms. No adverse patient effects were reported.